Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead failed to capture. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Failure event unrelated to the reported event of failure to capture was observed during analysis. Final analysis found the inner coil over-torqued at the connector region. No other anomalies were identified.